Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was not reported. The patient's treatment was started with alphacef (3gram9g0/day) and medfurin (2g/day) (routes not reported) for peritonitis. Thirteen days later, antibiotic treatment was stopped and the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The age in this event is unknown. The nurse indicated that the patient was born in 1935. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information be received, a follow-up will be submitted.